Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 50 mg/dl. Blood glucose value from reported event was 160 mg/dl and sensor glucose value from reported event was 50 mg/dl. Sensor glucose and blood glucose difference was 110 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The device will not be returned for analysis.